Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by our affiliates in argentina, it was a case of an implant of a 26mm sapien 3 valve, in aortic position by left transfemoral approach. During the procedure, no issues were encountered while advancing the commander delivery system through the sheath or aligning the valve between the balloon markers in the straight section of the aorta. The commander delivery system balloon moved forward when the pusher was retracted prior to valve deployment, and the valve was under-aligned between the balloon markers at the time of implantation. An attempt was made to re-align the valve on the balloon, but it was unsuccessful. Consequently, asymmetrical balloon inflation occurred, leading to valve embolization into the aorta. The valve was left implanted in the descending aorta, below the renal arteries. Upon removal, no damage was observed on any edwards devices. Another valve was successfully deployed. There was no harm to the patient. The patient was in stable condition.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-06153. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Imagery was provided, the relevant was reviewed, and the following was observed: flex catheter (pusher) was retracted, but the crimped valve was outside of the valve alignment markers. Crimped valve frame asymmetrically expanded (flared at the inflow portion). Flared valve on the delivery system, possibly in the descending/ abdominal aorta. The complaint for valve embolization into aorta was confirmed based on evaluation of the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Evaluation of the provided imagery indicated that the valve moved proximally and was not centered between alignment markers while pulling back the flex catheter after the valve alignment. Per training manual, "check thv is exactly between the valve alignment markers" prior to thv deployment. In this case, the crimped valve was not within valve alignment markers prior to deployment, which will lead to early balloon inflation at the distal end of delivery system (ventricle side), and pushed the partial crimped valve toward aorta, resulting in valve embolized into aorta. As such, available information suggests that procedural factors (improper valve alignment prior to valve deployment) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.